Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of disconnection was not confirmed. Due to damage on the charge couple device unit, a noise image occurs during angulation in up/down directions. The root cause of the events was unable to be specified. It was presumably caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling of the device, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The following additional findings were also noted: due to damaged light guide cover glass, water tightness is lost, assorted scratches, dent on the universal cord, cracked video connector, dirty universal cord, chipped adhesive on the bending section cover, and due to damage on the forceps elevator lever, the bending section cannot be fixed firmly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer, while inspecting for use they reported disconnection of endoeye flex deflectable videoscope. The therapeutic procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event.